Manufacturer narrative:
Attempts have been made to obtain the product. The customer has advised they do not have any sensors they wish to return to masimo for evaluation at this time. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the sensor was reading in the low 90's, but when the ear sensor is attached it reads 98-100%. The disposable sensors are reading below the actual spo2 and they verify by placing a non disposable sensor on the patient. There were no consequences or impact to patient reported.